Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away on (B)(6) 2014. Her last known blood glucose reading was 35 mg/dl, though it is unclear how close to time of death that reading was taken. Cause of death is unknown, as is whether or not she was wearing her insulin pump at that point. The device is being returned for analysis. No additional information was reported.